Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt was receiving add gel messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) was confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrodes was ripped from the distribution node. The damage to the cable caused the add gel messages. The root cause for the damaged cable could not be positively identified but was excessive force. No adverse event resulted from the damaged electrode belt cable. The pt was issued a replacement electrode belt.